Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, after the initial firing, device was reloaded and on the second firing cut but did not staple the tissue. There was no patient consequence.